Event description:
It was reported that pump battery was not charging and customer provided no blood glucose information. There was no reported impact to the customer¿s blood glucose level. Customer notified distributor, pump was later found to start, charge, and be recognized by computer, and device was arranged to be returned with replacement pump provided.